Event description:
Bd test stripes reading high. Non-diabetic -assumed bs=100 tested at 250-. Diabetic using test results to determine insulin dose went into insulin shock. Control solution test was 253. Should have been between 100 and 140. Note control solution was outdated. Two tests with two different bd meters within 0.5%. Same time, location, and strips. Compared bd test results with non-bd meter. Within 20% but test strips for non-bd meter were really old and later determined to be unreliable. Conclusion: bad bd test strips reading very high. Bd test strips. Code 22. Lot 4064089. Exp. Date 2006-03. Opened on event date.